Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was lead insertion difficulty reported during the procedure. It was confirmed that the header bore was clear and the set screw was backed out of the bore. The rep was still unable to insert the lead into the implantable neurostimulator (ins). There were no other header block issues. The lead did not look abnormal or damaged. Rotating the ins while inserting the lead and using de-ionized water for lubrication did not resolve the issue. They rotated the ins while inserting with no success. The lead would not go past the first two electrodes. They tried using a new ins and the issue was resolved immediately. The rep ran impedance and noted everything looked good. There was no visible damage to the lead. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis concluded the stim ins ((B)(4)) connector module strain relief insert was out of alignment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.